Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6 (health effect - clinical code, health effect - impact codes), h11.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had smoke coming out near printer. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had smoke coming out near printer.

Manufacturer narrative:
Updated fields - b4, d9, e1(event site email), g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, he states customer reported seeing smoke. When he came in, the printer did smell odd, although no visible marks were noticed. He replaced these two components printer,thermal,xe-50b,custom (0161-00-0024-04) and pcba, cardiosave rohs printer interface (d670-00-1168) completed calibration successfully. Product passed all functional and safety tests per manufacturer specifications. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.